Event description:
It was reported that on or about (B)(6) 2013 a synthes locking plate, originally implanted on or about (B)(6) 2012, failed and broke causing a reported loss of fixation. Subsequently an open reduction and internal fixation revision surgery was completed. Patient reportedly has experienced pain and aggravation of her pre-existing condition due to the device breakage. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Date of breakage is unknown. This report is for one unk - plate humeral/unknown lot number. Originally implanted on or about (B)(6) 2012. Not explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code - hwc. Other: UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: it was that on (B)(6) 2012 patient was implanted with a 12 hole locking compression plate and 5 screws in the right humerus with combination of locking screws as well as an inter-fragmentary screw placed in lag fashion. Intraoperative fluoroscopy taken to assess the alignment in the ap and lateral views were judged to be near anatomic in both views. Dbx graft was inserted through the clefts in the bone from the residual bone defects were to allow for grafting. On (B)(6) 2013 during a post-operative visit, it was noted the patient had loosening screws; patient ordered to wear a brace. Patient reported experiencing more pain as radial nerve and lateral sensory nerves seemed to be flaring up. Doctor assessed that patient had a delayed union but opted for conservative care. On (B)(6) 2013 it was reported that examination by second doctor showed new bone was forming and bridging. Patient continued to have pain and laxity in elbow. (B)(6) 2013 it was noted that the patient had a delayed union and was to continue with the bone stimulator. Patient complained of hypersensitivity underneath the brace she was wearing. On (B)(6) 2013 x-rays revealed that patient had a plate breakage. The plate breakage and non-union of humerus fracture were revised on (B)(6) 2013. During the surgery, all previously implanted hardware was removed, during a third open reduction and internal fixation (orif) of the right humerus. The area where there was non-union was redone and iliac crest bone graft was performed. The previously implanted 3.5 cortical dynamic compression plate from a small fragment set was removed and a new large fragment 9.0 plate was affixed to the proximal fragment using a single cortical screw through one of the proximal holes and then the plate was reduced and affixed to the distal fragment using three locking screws. An unknown number of broken screws were removed from the patient¿s humerus and the distal fragment was fixed with three (3) locking screws. Bone graft was placed at the fracture site and compression screws were placed in the proximal fragment followed by two (2) additional, large fragment locking screws. Images were taken, which in the surgeon's opinion, was felt to show good alignment and placement of the bone graft. The infused bone marrow product was then draped over the bone graft on either side of the plate on both the medial and lateral aspect. A 200ml blood loss was noted during surgery but reportedly there were no surgical complications. The patient was extubated and noted to be in stable condition at the outcome of surgery. It was reported that the patient additionally suffered a site reaction which was treated with antibiotics and severe right hip pain due to the bone graft surgery and had difficulty walking. The patient required the use of a walker approximately one (1) week post operatively but required help two to three weeks after surgery. Patient continued to have pain and limping eight (8) weeks after surgery. Patient complains of worsening wrist pain and having trouble holding things has severe jolts of pain from the wrist to the shoulder. (B)(6) 2013 it was noted that the patient was still having some pain but everything was going well; she reported minimal tenderness and x-rays of hardware show the implants to be in a good position; new abundant bone had also formed. Doctor assessed that the patient would never be able to lift more than 10-15 pounds. Patient was allowed to begin overhead range of motion, continue with bone stimulator. Patient reported minimal pain (B)(6) 2014 released from doctor's care.

Manufacturer narrative:
Patient height reported as 5 feet 3 inches. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2013 getting dressed heard a crack felt arm become loose, having sudden onset of severe pain, thought arm may have been broken again. (B)(6) 2014 patient reports return of thumb pain, worsening "atbbing" pain left shoulder due to overuse, overcompensation due to her previous injury. Complained of numbness, tingling, and burning and muscle spasms. (B)(6) 2014 having trouble holding things due to right wrist pain; sudden jolts of pain that go from her right wrist to shoulder.